Manufacturer narrative:
A device history review was conducted for lots 6096958, 8066812, 8066810, & 8117623. Our records show the reported lots are the first instance of loose caps occurring for each lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The samples submitted by the facility were subjected to testing for cap torque threshold and leakage testing. The results of our examination were unable to reproduce the reported event, preventing the determination of the root cause for this complaint. Transportation has been known to cause connecta caps to be come loose, for this reason, the instructions for use included with every unit recommend that the caps be inspected and tightened manually before product use. Bd will continue to track and trend for this issue. Based on an evaluation of low severity, it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6096958; medical device expiration date: 2019-03-31; device manufacture date: 2016-05-11. Medical device lot #: 8066812; medical device expiration date: 2021-02-28; device manufacture date: 2018-05-02. Medical device lot #: 8066810; medical device expiration date: 2021-02-28; device manufacture date: 2018-05-02. Medical device lot #: 8117623; medical device expiration date: 2021-03-31; device manufacture date: 2018-06-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with separation during use. There was no report of injury or medical intervention.